Event description:
It was reported that during removal of the xience prime stent delivery system (sds), the balloon became stuck for approximately one to two seconds on the newly deployed stent. The physician manipulated the guiding catheter to provide more support to the sds and this allowed the sds to be removed from the patient. There was no clinically significant delay in the procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurred approximately 2-3 weeks ago). It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.